Manufacturer narrative:
B3: event date has been estimated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a pump pocket infection. The patient underwent an exploration of the thoracotomy incision which showed infection extending to the pump pocket. The bacteria became more and more resistant to antibiotics and in the end was only able to be treated with continuous intravenous vancomycin. The bacteria was identified as corynebacterium.

Event description:
The patient's death is reported under MFR#: 2916596-2024-05581.

Manufacturer narrative:
B2: outcome attributed to adverse; corrected. H1: reportable event type: corrected. H6: health effect- impact code, corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The infection was unable to be resolved, and the patient reportedly passed away.